Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. Product testing was performed and defect found on returned meter: defective lcd/partial characters. Test strips were not returned for evaluation. Root cause: rc-001: miscellaneous user induced contamination on the strip connector. Note: manufacturer contacted customer in a follow-up call on 12-mar-2026 to inform of defect found - able to establish contact with customer who also stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for dead meter. Son is calling on behalf of the customer. During the call, the caller removed and re-installed the battery. Caller then reported that the battery door would not close; caller stated they were putting pressure on the door, but it would not stay closed. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported. Test strip lot information was not provided.